Event description:
Voluntary medwatch received states a patient's lead was attempted to be implanted; however, the procedure was not used due to a product performance issue. No additional adverse patient effects were reported.